Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon interrogation, several noise reversion episodes and mode switch episodes due to noise were noted on the atrial lead. No intervention was performed; the patient would continue to be monitored. The patient was in stable condition.